Manufacturer narrative:
Reference record (B)(4). The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection and buried bumper syndrome are known complications of a peg tube placement. Health effect clinical code of 4581 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). In (B)(6) 2023, the patient began duodopa therapy. On (B)(6) 2023, the patient experienced pain inside the abdomen, difficulty flushing the peg tube, and pus coming out of stoma. The patient was diagnosed with a stoma infection and was hospitalized on (B)(6) 2023 and treated with unspecified intravenous antibiotics. On (B)(6) 2023, the patient was discharged from the hospital and commenced an unknown oral antibiotic. On (B)(6) 2023, the patient underwent an abdominal CT scan which revealed the inner bumper was between tissue and abdominal wall and was pressing into the abdominal wall (buried bumper syndrome). On (B)(6) 2023, the tubing was replaced and the buried bumper and stoma infection had resolved.